Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The physician attempted to cross a taxus stent (unknown size) through a previously placed stent into a more distal lesion. However, the physician was unable to cross the lesion and upon removing the taxus stent, the stent was caught on the guide catheter. The taxus stent suddenly came off the balloon. However, the physician was able to remove the taxus stent. No pt injuries or complications were reported. Pt status was reported as `good' and was discharged the next day.